Event description:
Customer reported when an attempt is made to secure the enclosure shut the teeth will not align. Customer did not know when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The pt access panel side b has slider body open. Also, the panel side a has the zipper pull tab missing. Panel side d has a two inch hook and loop tear. Note: instructions for use states: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).